Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that during inspection for use an olympus colonovideoscope had a b30 (scope communication error) error message. There were no reports of patient injury.